Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 20.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during follow-up, noise, a drop in r-wave sensitivity, and low pacing impedance were observed. The noise was reproduced with movements of the pocket and the arm. The tachycardia therapies were programmed off. The lead was successfully capped and replaced. The patient did well and was stable. The patient was discharged the next day.